Event description:
It was reported that the patient presented remotely via merlin.net and the patient was scheduled to come into the clinic. It was observed that the right ventricular (rv) lead was exhibiting inadequate capture and high pacing impedance. The physician opted to perform a rv lead revision and lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Correction - b5 - needed to include capped rv lead date (B)(6) 2021.

Event description:
It was reported that the patient presented remotely via merlin.net and the patient was scheduled to come into the clinic. It was observed that the right ventricular (rv) lead was exhibiting inadequate capture and high pacing impedance. The physician opted to perform a rv lead revision. The patient was in stable condition. Further information was requested but not received.